Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the device would intermittently not operate on battery power. There was no patient use associated with the reported failure.

Event description:
Reporter alleged he obtained a result of 94 mg/dl on the aviva system while using expired strips. Reporter stated that he took 10 units of humulin 70/30 and 45 mg of actos as he normally would. Reporter stated that two hours later he was taken to the hospital as he was vomiting, couldn't keep food down, and he was shaking all over. Reporter stated that at the hospital, his blood glucose levels were too high to get a result. Reporter stated he was treated with something in a bottle and given 12 units of humulin 70/30 every 3 hours while he was hospitalized. Reporter stated he was given another type of unspecified medication the day before he was released. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.